Manufacturer narrative:
(B)(4). Results - (cva/stroke), conclusion: no conclusion can be drawn.

Event description:
Cec adjudicated the previously reported stroke occurred approximately 3 days earlier than previously reported. Patient was discharged from hospital.

Event description:
On the day of the index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted in proximal rca. Approximately one year post index procedure, the patient presented with symptoms of vertigo, dizziness and a headache. An MRI found neurological intercerebral bleeding - amyloid angiopathy vs cavernous hemangiomas. Aspirin and clopidogrel was stopped and treatment was given in the form of medication. Treatment is ongoing. This event was deemed to have a possible relationship with the study drug.